Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back. Patient described heat bumps which may have been from being bedridden in the hospital. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a triamcinolone steroid cream. Follow up indicated that the cream is helping with the skin irritation.